Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using cold insulin and failed to properly cycle the cartridge. Tandem technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide and educated the customer to properly cycle the cartridge before use. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.